Event description:
It was reported that the bd maxzero¿ zero reflux IV connector was leaking blood. The following information was provided by the initial reporter: then I removed the luer lok and started to flush my cap and line but it was leaking blood everywhere from the positive pressure cap. I replaced the cap and took pictures. It appears as tho the ¿blue plunger¿ part went down in and didn¿t come back up allowing the cap to continue to leak blood.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-mar-2023 . H6: investigation summary the customer reported the cap was stuck in the open position and was leaking. There was one sample returned, a standalone maxzero. The sample verified the complaint of leakage, even without being primed. The piston was clearly still in the down position and had not snapped back up to the normal position. In addition, the top of the maxzero had some plastic bent up and the opening was too small it seemed, the connector was unable to be attached to anything in the lab. Manufacturing found the root cause to be the amount of silicone applied in the valve. A quality notification was issued 7mar2023 and completed 13mar2023 to ensure the correct amount of silicone applied. Device history record review for model mz1000-07 lot number 23015269 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector was leaking blood. The following information was provided by the initial reporter: then I removed the luer lok and started to flush my cap and line but it was leaking blood everywhere from the positive pressure cap. I replaced the cap and took pictures. It appears as tho the ¿blue plunger¿ part went down in and didn¿t come back up allowing the cap to continue to leak blood.